Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Event description:
The manufacturer received a voluntary medwatch (mw-5152820) in which the patient alleges that filters of the device, in the last mont,h are coming out almost black when replacing the filters. In addition, the patient also alleges benign cramp fasciulation muscle/nerve disorder, obstructed/central sleep apnea, hypersomnia, morton's neuroma both on feet, and high blood pressure. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received a voluntary medwatch (mw5152820). The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges that filters of the device, in the last month are coming out almost black when replacing the filters. Medical intervention was not specified. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box h: evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid and recall (z) number has been updated. In box g: 510k has been updated.